Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, an fse visited the site and during service, they replaced the small syringe and the injector valve. Fse also installed the venting needle. The customer reported that they were no longer getting the high areas and all qc s were in range. The instrument was operational and there was no further action required by fse. The most probable cause of the reported event was due to clogged sample needle.

Event description:
On (B)(6) 2017, a customer reported sporadic high total area with their g8 analyzer. They tried replacing the column but the sporadic high areas persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.